Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) part/lot are unknown. The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the unit generated no pressure and the issue is intermittent; thinks the dump solenoid going bad. Carefusion technical support specialist suggested replacing the dump solenoid since it does sound like it is not activating.